Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The received medical record does not contain dialysis treatment records, progress notes, physician orders, medication records or additional laboratory results for review. There is no documentation in the medical record supporting a possible association between the cycler, cassette, dialysate and the event of peritonitis. Peritoneal dialysis patients with end stage chronic renal failure are generally immunocompromised, with increased risk of peritonitis, while on pd replacement therapy. Moreover, peritoneal catheter placement breaks the natural barriers that prevent microorganisms to reach sterile environments like the peritoneum. In this specific case, the pdrn could not confirm if the patient acquired the peritonitis due to touch contamination. Pd fluid culture was positive to klebsiella oxytoca and sensitive to merrem antibiotic tested. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 2 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specifications. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis (pd) patient reported drain complications and use of an antibiotic solution during treatment. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient was seen in the clinic on (B)(6) 2015 with cloudy effluent. The fluid was sent for culture and the patient was started on antibiotics (vancomycin and ceftin). Per medical records on (B)(6) 2015, the patient presented to her pd clinic with abdominal pain, felt "achy all over", constipated, and febrile for the past few days. On 10/15/2015, the patient was seen in her pd clinic for antibiotic treatment for her peritonitis. The patient was re-educated on topics pertaining to aseptic technique, masking, hand washing and use of hand sanitizer. The patient was taught how to reconstitute and administer antibiotics within a solution bag. On (B)(6) 2015, the patient presented to an emergency department and was admitted to the hospital in order to start merrem (meropenem for injection) therapy, due to the fact the pd cultures grew klebsiella oxytoca and sensitivities showed merrem as sensitive, ceftazidime as resistant and vancomycin is for gram positive bacteria. On (B)(6) 2015, the patient had a peripherally inserted central catheter placed for antibiotic therapy, and the patient was discharged from the hospital with home health orders to be trained by nurses to infuse merrem intravenous (IV) route via her PICC line.